Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken screw pelvic array. The set is heavily used and the surgeon uses a lot of force tightening the screw. Another pelvic array was available to complete the case.

Event description:
Broken screw pelvic array. The set is heavily used and the surgeon uses a lot of force tightening the screw. Another pelvic array was available to complete the case.

Manufacturer narrative:
Reported event: broken screw pelvic array. The set is heavily used and the surgeon uses a lot of force tightening the screw. Another pelvic array was available to complete the case product evaluation and results: visual inspection. Visual inspection shows thumb screw damage. See attachment 1 for image of the instrument. Dimensional inspection: dimensional inspection was not completed since visual and functional inspection confirmed damaged thumb screw. Functional inspection: functional inspection confirmed pelvic array assembly, p/n 112230 damaged thumb screw not engaging properly. Product history review: review of the device history records indicate (B)(4) were manufactured under lot 19470117 and accepted into final stock on 04/07/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19470117 shows no additional complaints related to the failure in this investigation. Conclusions: visual inspection confirmed damaged thumb screw. Functional inspection confirmed thumb screw not engaging onto array adapter. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.